Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not review the manufacturing history (DHR) of the subject device since the subject device was manufactured over 15 years ago. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that communication failure occurred due to damage to the connector receiving part and corrosion of the contact part, and the image did not appear. Omsc could not identify the cause of the damage to the connector receiving part and corrosion of the contact part. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the corrosion of the electrical contacts of the video connector socket and the damage inside the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.